Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found a recharger telemetry module (rtm) failure, the no device found message was seen intermittently. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins). The reason for call was the patient's representative (pt rep) mentioned the pt had to recharge their ins more frequently for the past 2-3 months and, for the past two weeks for so, the recharger antenna had been getting hot to the touch when the pt was charging the ins. Pt had to take the recharger antenna off their body before completing a charging session because the recharger antenna got so hot. Pt rep. Said the recharger antenna "will not keep the charge." Pt rep. Called a manufacturer representative (rep) and the rep suggested the pt call mdt to replace the recharger antenna. The patient was sent a replacement recharger (rtm). Additional information was received. It was reported that the "controller was shorting out" and giving them the "call medtronic" message when the pt was charging their implanted neurostimulator(ins). Pt rep. Did not recall exact message they received, but said the message was "a recharging problem" message. When asked about the event date, pt rep. Said issue had been going on for "awhile." Pt mentioned they had been sent the recharger antenna, and the recharger antenna worked, but they got the "call medtronic message." During the call, the pt rep. Initiated a charging session of the ins with the ins charge at 70% and the controller charge at 100%. Pt rep. Was recharging "excellent." Pt rep. Said they had to hold the recharger antenna plug in the controller because the plug was loose in the controller. Pt rep. Inspected the recharger antenna pins, but no damage was detected. Pt rep. Inspected the recharger antenna plug, and said the plug "looked worn." Pt rep. Inspected the controller port pins and said some of the pins looked bent and crooked. An email was sent to the repair department to replace the controller and recharger antenna.